Event description:
It was reported the patient experienced an episode of ventricular fibrillation (vf). The device appropriately delivered high voltage shocks but was unable to convert the arrhythmia. Cardiopulmonary resuscitation and external defibrillation were applied in order to terminate the vf. Abbott technical support was contacted and noted the device behaved appropriately and delivered the maximum joules per programmed settings. The device was reprogrammed to avoid future episodes of inadequate therapy. The patient was in stable condition.